Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Device manufacture date is unknown as the serial number of the device as reported is not a valid number. Operator of device is unknown. No product information has been provided to date.

Event description:
It was determined that the alarm was beeping in a device. No patient injury was reported.

Manufacturer narrative:
B5: describe event or problem: updated with additional information received. D10: device available for evaluation: updated. H6: event problem and evaluation codes: updates are not required. H10: a sample has been received by manufacturing and investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: h4: correction: device manufacture date: updated.

Event description:
Customer response was received on (B)(6)2022: date of event is unknown. Are the pumps available for investigation? No, it has been returned to the customer.

Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found the device downstream sensor nub worn. Functional testing found the "alarm beeping" issue during the investigation. Unable to perform device pump due to downstream sensor nub worn caused messages "no disposable pump won't run" on the pump display and continuous alarm. Recommend downstream sensor to be replaced. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).